Event description:
It was reported that the device's tip broke off during sterile processing at the user facility prior to the start of a surgical procedure the device's trigger fell off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device's tip broke off during sterile processing at the user facility prior to the start of a surgical procedure the device's trigger fell off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.